Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a morning high blood glucose (bg) of 205 mg/dl, which was addressed by the ilet corrective algorithm. The following day, blood glucose (bg) stabilized in range. The user had also experienced a prior low blood glucose of 64 mg/dl. Blood glucose (bg) was corrected with glucose tablets for the low and corrective insulin dosing from the ilet for the high. The user's reported symptoms for the low blood glucose included shakiness, sweating, and difficulty thinking; no symptoms were reported during the high glucose event. No outside assistance or medical intervention was required and reported at the time of call.